Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited high capture threshold. The physician attempted to reposition the lead but the helix was unable to extend. The lead was not used and replaced. The procedure was completed with no adverse patient consequences.